Event description:
Subsequent to cataract surgery with implantation of the crystalens intraocular lens, the lens appeared malpositioned. The surgeon observed that the lens was not positioned in the most anterior position and secondary surgical intervention was performed to reposition the lens. Subsequent to the lens repositioning, the pt's best corrected visual acuity in the operative eye improved to 20/20.